Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedances measurements, which were reported to have been observed since the previous year. Additionally, field information was suggestive of lv capture loss. The patient was followed via the latitude remote monitoring system and is not pacer dependent. The physician elected to reprogram the lead configuration (tip to can), which resulted in normal impedance measurements. No resulting adverse patient effects and to date, no surgical intervention required.